Manufacturer narrative:
Based on the limited information provided in this complaint, it is not clear what role, if any, the lava ultimate restoration played in the reported outcome. Other factors, such as prior tooth history, oral hygiene and dental care provided, may have been contributors to the noted outcome.

Event description:
On (B)(6) 2016, a dental professional reported that a female patient (age not spefcified), who had lava ultimate cad/cam restorative for e4d restorations, required endodontic treatment. This patient received lava ultimate restorations on teeth #18 and #19 on (B)(6) 2014. On (B)(6) 2015, it was reported that the restoration on tooth #18 had debonded and was replaced with a competitive crown material. On (B)(6) 2015, the dentist received a letter from the patient informing him that another dental professional had to perform endodontic treatment and replace the crowns; information provided to 3m did not indicate if both teeth or only one required such treatment.